Manufacturer narrative:
Evaluation in progress, but not concluded.

Event description:
During preparation of the pump system for use, while setting the occlusion for the roller pump, prior to use for a cardiopulmonary bypass procedure, the occlusion mechanism jammed. In addition, the pump displayed a motor failure. There was no adverse consequence to the pt as a result of this event.